Event description:
During a clinic follow-up, inappropriate anti-tachycardia pacing (atp) was delivered by the device due to an incorrect interpretation of signal. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.